Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure for coiling an anterior communicating artery (acom) aneurysm, subject balloon catheter was used. Subject balloon was noted to be not deflate adequately when required and physician reported 2-3 minutes to deflate causing delays of 5-7 minutes to the procedure. Physician also noted patient had very tortuous anatomy and used 7 coils in this procedure. The subject balloon catheter was deflate by withdrawing guidewire back through the lumen of the subject device. Subject device was initially filled with 80% contrast and 20% saline. The procedure was completed successfully and the patient current status is well.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the balloon catheter shaft hub and shaft were intact and no anomaly was noted. During functional testing, the device was inflated without difficulty. The returned 0.014¿ guidewire was advanced to the distal tip and the balloon was inflated without difficulty. The balloon was deflated without difficulty. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that the subject balloon catheter experienced difficulty deflating during use within the patient. Additional information provided by the customer indicated that no anomalies were noted to the device or packaging prior to use, the device was prepared as per the dfu, continuous flush was maintained, the device was not inflated over nominal pressure and no excessive pressure was used, 80% contrast/20% saline was used for inflation, the balloon was successfully inflated during preparation with no leakage noted, and the patient's anatomy was very tortuous. No anomalies were noted to the balloon catheter shaft or hub during analysis. After advancing the returned 0.014" guidewire to the distal tip of the catheter, the balloon was able to be inflated and deflated without any difficulties. Based on the investigation, not confirmed will be assigned to the as reported (ar) 'balloon difficult/unable to deflate during use' since the issue included a returned product review (visual, physical, and/or performance testing) which showed no evidence of either the alleged issue(s) or any defect which could have contributed to the event. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during the procedure for coiling an anterior communicating artery (acom) aneurysm, subject balloon catheter was used. Subject balloon was noted to be not deflate adequately when required and physician reported 2-3 minutes to deflate causing delays of 5-7 minutes to the procedure. Physician also noted patient had very tortuous anatomy and used 7 coils in this procedure. The subject balloon catheter was deflate by withdrawing guidewire back through the lumen of the subject device. Subject device was initially filled with 80% contrast and 20% saline. The procedure was completed successfully and the patient current status is well. Analysis of the returned device indicated that the reported event of balloon difficult/unable to deflate during use was not confirmed. The device was found to be within specifications; therefore, based on this information this event no longer meets the requirement of a reportable event for the device in question.